Manufacturer narrative:
A ge service representative performed an on site investigation. The failures could not be duplicated. All circuit boards were reseated as a proactive measure. The system was tested and found to be working as intended and placed back into service. The system was monitored for ten days with no incident.

Event description:
It was reported that the system 9900 would intermittently would not initialize, would continue to fluoro when hand held trigger released, and lose image resolution. There was no adverse patient involvement reported. There was no patient information reported.